Event description:
Customer's hcp nurse reported the customer went to the hospital due to high blood glucose levels. Customer was in hospital for 4 hours before being discharged. Customer was treated with lantus injections and bg levels were back under control when discharged.

Manufacturer narrative:
On (B)(6) customer discontinued insulin therapy using t:slim and began therapy with medtronic pump. On (B)(6), customer continued receiving high bg readings and went to the hospital. Event not likely to lead to serious injury or death, t: slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.